Event description:
It was reported that a pt underwent an anterior cruciate ligament reconstruction procedure in (B) (6) 2009. The wound size was about 4cm, and the depth at the suturing site was about 1mm. Suture was used on the skin at the knee. About one and a half to two months after the surgery, the pt developed inflammation and an abscess between the dermis and the surface skin. The pt was re-operated on to debride the affected area and re-sutured with nylon sutures. The surgeon opines that the inflammation occurred as a result of ph change during absorption of suture.

Manufacturer narrative:
(B) (4). Inflammation. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.